Event description:
The customer reported the device will not turn on or hold a charge. There was no reported adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.